Event description:
Notes from the hill-rom technician. Repair: you could not hear bed exit alarm when you turned switch on. Cause: defective bed exit pc board alarm. Malfunction resolution: replaced bed exit p c board with new one. Alarm sound now works when bed exit is turned on.